Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b3 h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: kim se, lee mh, cho ch, lee ji, han hs, lee mc, ro dh. Risk factors and clinical outcomes of osteotomy plane violation by d-hole screws in medial open wedge high tibial osteotomy: a simulation and comparative study. Medicina (kaunas). 2023 nov 30;59(12):2104. Doi: 10.3390/medicina59122104. Pmid: 38138208; pmcid: pmc10745056. Objective/methods/study data: the aimed of this randomized controlled study was to evaluate the risk factors for d-hole violation and compare the conventional anatomic (ca) plate with an individualized anatomic (ia) plate in mowhto procedures. Between september 2020 and december 2022, a total of 35 patients were included in the study. These patients divided into two groups: ca plate group consists of 17 patients with the mean age of 54.2± 5.8, treated with tomofix (depuy synthes, west) while the ia plate group consists of 18 patients with the mean age of 58.3± 4.2. Treated with baro-fix hto plate (non-synthes) with 3 months follow up. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: synthes tomofix plate. Adverse event(s) and provided interventions possibly associated with unk - constructs: tomofix plate/screws (qty 8). Showing more inadequate fitting in 5 cases; intervention: not provided. Three patients in the ca plate group reported skin bulging due to the plate; intervention: not provided. Adverse event(s) and provided interventions possibly associated with unk - screws: tomofix qty 1). One patient in the ca plate group, who showed a d-hole violation, experienced proximal screw loosening and radiolucency around the d-hole screw; intervention: not provided.